Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics they are experiencing pain in the area of left shoulder immediately after sensor insertion. The user got the sensor removed. The issue was not related to tegarderm or steri-strips. Per case notes, the pain was determined to be unrelated to the sensor site and this was confirmed by hcp. User's hcp was aware of the event and no medication was prescribed. The RMA was authorized for the return of sensor for further investigation. Upon receipt, a visual inspection revealed a small portion of hydrogel was observed to be missing over the sensor's optics of the sensor. This missing hydrogel is most likely due to damage caused by excessive force applied by the removal clamps upon explant of the sensor and is unrelated to the user's complaint. The functional testing was performed, and no anomalies were observed. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. No further investigation was found necessary for this complaint. Pain at the insertion/removal site is a known and anticipated potential adverse effect which does not require additional investigation. B4. Date of this report 29 may 2025. G3. Date received by the manufacturer? 29 may 2025. H3. Device evaluated by manufacturer? Yes. H6. Health effect - clinical code updated to 4561. H6. Type of investigation updated to 10. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 22.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported pain in the area of left shoulder immediately after sensor placement.the symptoms first noticed on (B)(6) 2025. The pain was unrelated to the sensor site confirmed by hcp. The user's hcp was aware of the event and no medication was prescribed. The user was not using the system since (B)(6) 2025 and sensor has been removed per users' choice.